Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. During troubleshooting with tandem technical support, the error was cleared and a new cgm session was able to be started. Additionally, on intermittent occasions, the wake button was difficult to press. The customer's blood glucose level was 275 mg/dl. Reportedly, the customer continued using the pump for insulin therapy.